Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had blank, flashing and white display screen. The blood glucose was 10 mmol/l at the time of the incident. Customer reported that, the display is flashing. No report of pump screen flashing when screen was turned on after being in sleep mode. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.